Event description:
It was reported that the customer had the same issue with the foley catheter twice now. It was stated that the first time was in april, the customer felt liquid on leg one night and found water draining out of attachment for balloon. The catheter collapsed and slid out . And the second time was two weeks ago on july 28th at the doctor's office . Nurse replaced with new catheter and then it started draining again while they were still in the doctor's office.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer had the same issue with the foley catheter twice now. It was stated that the first time was in april, the customer felt liquid on leg one night and found water draining out of attachment for balloon. The catheter collapsed and slid out . And the second time was two weeks ago on july 28th at the doctor's office . Nurse replaced with new catheter and then it started draining again while they were still in the doctor's office.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "imperfection in balloon due to process". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.